Event description:
Sometime in (B)(6) 2010 catheter remained inside pt for 14 months. Upon removal, part of the fiberous cuff separated and remained inside pt. Two months after removal, the pt reported an infection. The remaining cuff was removed at a different facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.